Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a keypad anomaly. Customer also reported a tone was emitting from the insulin pump when nothing was pressed. Customer stated the insulin pump was not present with the customer. The customer also reported they were unable to press any buttons on the insulin pump. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.